Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "scan again in 10" message for more than two hours and was unable to obtain readings. As a result, customer experienced symptoms described as dizziness, nausea, loss of vision, and a loss of consciousness and was unable to self treat, requiring treatment of water with sugar by her husband. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.